Manufacturer narrative:
Product analysis the reported right limb occlusion was confirmed on the films provided; however, the exact cause of the event could not be confirmed. It was also noted that the left limb showed compression of the stent graft diameter in the distal aorta as it extended into the common iliac artery. It is unclear if sufficient ballooning in this area was performed after deployment of the limb during the index procedure. It is likely that the observed narrowing in the distal aorta was a factor in the compression of the left limb. Thrombus build up was observed along the stent graft inner diameter and so it is possible that possible contributors to vessel occlusion in the right limb include an unknown coagulopathy that is now presenting or a previous history of pad leading to poor distal run-off. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: e tlw1610c156ee, serial/lot #: (B)(4), ubd: 15-sep-2021, UDI#: (B)(4). Product ID: etlw1610c93ee, serial/lot #: (B)(4), ubd: 10-jun-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an 55mm abdominal aortic aneurysm. It was reported that patient had presented with acute abdominal pain, radiating to the back before the evar was performed. Approx. 5 weeks post implant, the patient presented with cold leg 1.5 months post index, limb occlusion was observed. It was stated that the evar was an emergency and that both limbs had good flow in final run. No cause of the event was reported no additional clinical sequalae were provided and the patient will be monitored.